Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4568 implantable pacing lead (B)(6) 2000. (B)(4).

Event description:
It was reported that during a device replacement procedure, the right ventricular (rv) lead exhibited a loss of capture as well as low impedances. The physician noticed an insulation failure approximately one inch from the lead pin. The lead was capped and replaced. No patient complications have been reported as a result of this event.